Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: rinato. Stent: vision 2.75x8 mm. Evaluation summary: balloon material ruptures can be affected by numerous factors including, but is not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity or insufficient preparation prior to use. Based on the information provided, the lesion was mildly tortuous, mildly calcified and 99% stenosed, which may have contributed to the reported difficulty. Analysis of the returned catheter noted blood and contrast visible on the shaft, in the inflation lumen and in the loosely-folded balloon. There was blood visible in the hub and in the guide wire lumen. This is consistent with handling, the reported use of the device, and a leak or rupture in the balloon. A new indeflator was used in an attempt to pressurize the catheter when fluid leaked out of a hole in the balloon above the proximal balloon marker, confirming the reported rupture. The material at the rupture site appeared to be protruding outward from the balloon. Scanning electron microscopy (sem) lab analysis confirmed that the leak was located over the proximal mark along a longitudinal scratch on the balloon fold. The sem analysis concluded that the balloon failure may have been attributed to mechanical damage on the outer surface of the balloon. Since there was no report of any leaks noted during preparation for use and the balloon was initially pressurized once without incident, this suggests that the balloon was not damaged prior to the procedure. The balloon material likely became damaged (scratched) from interactions with other devices, the calcified lesion and or the implanted stent such that after a second inflation attempts, the balloon ruptured. Based on the reported information and the sem analysis, the reported balloon rupture appears to be related to operational context of the device and not a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rated burst pressure and balloon integrity.

Event description:
It was reported that the procedure was to treat a mildly tortuous and calcified distal circumflex lesion, with 90% stenosis. After pre-dilatation, a 2.75 x 8 vision stent was deployed. Post-dilatation was performed with the 2.75 x 8 voyager nc; however, the balloon ruptured during the second inflation, at 14 atmospheres. The procedure was completed with another 2.75 x 8 voyager nc. No adverse patient effects were reported. No additional information was provided.